Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was dented and broken, the lead flex cover was broken, the lower case was broken and contaminated, the battery release, battery drawer, heart block, heart wire contacts, main printed circuit board (pcb), and heart lead flex were contaminated, the keyboard was scratched, the ring cover and ring were missing, the battery contacts were compressed and contaminated, the serial number label was damaged, the battery flex was corroded and the display was out of specification with missing pixels. (B)(4).